Event description:
The user facility reported that a hose separated from the system 1e and water flooded into the room where the system 1e is located. Approximately 8 ceiling tiles on the floor below were damaged. User facility personnel shut off the water supply and cleaned up the water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Manufacturer narrative:
A steris service technician inspected the system 1e and found that the water hose separated from the straight barb fitting at the facility's water supply connection. The technician installed a new hose and 90 degree factory crimp fitting. He ran a diagnostic cycle and confirmed the unit was operational; no further issues have been reported. The technician noted that the static pressure to be at 100-120psi. The system 1e operator manual states water pressure should be a minimum of 40psi and a recommended 50-60psi. The technician reported that the user facility will instal a pressure regulator.